Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was experiencing low speed and pump stop events when connected to the pt cable. The pt was admitted. A percutaneous lead replacement was performed by the manufacturer.

Manufacturer narrative:
The reported event of speed drops and pumps stoppages was confirmed based on the evaluation of the replaced section of the percutaneous lead. A section of the percutaneous lead approx 19" long was returned for evaluation. Examination of the lead found that the majority of the braided shield showed breakdown and had fallen apart. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires founded breaches in the red and brown wires approx 13.5" from the metal connector. Examination of the adjacent wires found some abrasions, but the inner conductors were not exposed. The examination also found a small breach in the black wire adjacent to the metal connector. If any of the exposed conductors contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported red heart alarms and pump stoppages. The reported event also could have resulted from the phase to phase short if the inner conductors of the red wire and either the black or brown wire made direct contact or simultaneous contact with the braided shield. The observed tears appeared to be the result of cyclic flexing. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.